Manufacturer narrative:
Complaint of pressure malfunction could not be reproduced. Product passed functional testing with no faults or errors. Product passed functional testing during 2 hour burn-in on wet station utilizing low and high pressure and flow settings. Raw and zero transducer readings were normal and well within specs during all functional tests. At no time during functional testing did pump pressure become intermittent or fluctuate. All functions perform as expected. Pressure readings were normal throughout burn-in on wet station. No problem found. (B)(4).

Event description:
It was reported the shoulder joint blade had too much fluid in it, while performing shoulder joint blade surgery. A control unit dyonics 25 was used during the procedure. There was delay that lasted less then 30 minutes. A backup device was available and used. No patient injuries reported.